Event description:
Rptr states that there is a design flaw with the sets. Beginning in 11/03, the referenced MFR changed the design of the infusion sets. Rptr experienced a failure with about 2 out of every 3 sets received. These failures consist of poor adhesion, auto explantation of the cannula from the portal and delivery failure without the sounding of the pump alarm. Rptr called the MFR and was told the problems were due to user error and subsequently rec'd a set of user directions from the MFR but states that they were told the MFR was receiving many complaints and in 4/04 medical supplier sent a recall letter they rec'd from the MFR.